Event description:
The customer woke up in the morning and their blood glucose was 374 mg/dl on the device. They took 12 units of insulin and stayed in bed because they didn't feel well. About five hours later the device read 147 mg/dl and spouse gave pt glucose, then retested at 179 mg/dl. Emergency medical technicians were called and they checked pt's glucose at 39 mg/dl. Pt was taken to hosp. No other info was provided. Controls were not used on the system. The device was replaced and requested to be returned for eval.